Event description:
It was reported that the patient had inadequate pain relief despite multiple reprogramming. During the explant procedure, the implantable pulse generator (ipg) was removed and upon removal of the paddle lead, 9 contacts came detached and dropped into the patients body. The physician was able to remove all except 1 contact that was still in the lower right flank per x-ray. The explanted device components were retained by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7077839.